Manufacturer narrative:
Date of event is estimated. Date of implant is estimated.

Event description:
It was reported that the patient's ipg had become inoperable and would not communicate with external devices. The patient had undergone unrelated shoulder surgery and several MRI scans. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed functional test on autotester. Ppg was unable to determine the root cause. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed functional test on autotester. Ppg was unable to determine the root cause.

Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and passed functional test on autotester. While ppg was unable to determine the root cause for the depleted battery, the returned device passed all tests after restoration with no malfunction of the ipg. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.